Manufacturer narrative:
.

Event description:
It was reported that during an angioplasty procedure a shaft break occurred. While the physician was introducing the 2.5x12mm taxus liberte stent into the pt, a shaft break occurred. The target lesion being treated was located in the anterior descending. The catheter was withdrawn from the pt without incident. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt's status listed as "stable".